Event description:
It was reported that resident was found on knees alongside of the bed with upper top of body lying over bed with face down. Left sided body stuck between bottom of half side rail and the bed. Upper chest and head were on the bed alarm. No pulse or respiration. Death by accidental asphyxiation.